Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's blood glucose dropped to 28 mg/dl. The patient treated with food and their blood glucose increased to 130 mg/dl. Troubleshooting occurred for the insulin pump. The drive support cap appeared normal. However, the device settings were inaccurate. While reviewing the bolus history, the caller stated that the bolus wizard estimated .96 units of insulin to deliver, but 6.9 units actually delivered. A possible keypad issue was identified. The insulin pump was not returned or replaced at this time.